Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was missing screw in the plunger case/force senor check failed. There was no patient involvement.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a force sensor test and travel error. The device was visually inspected and there was a detached downstream occlusion seal. A visual inspection was performed and the reported issue was confirmed in the ehl. The cause of the reported issue was due to the plunger. As a result, the plunger was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.